Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the screen suddenly defaulted to the home screen as if the camera he'd had been removed. This happened several times during the procedure, however the image was quickly restored thereafter.". No negative impact in state of health reported.